Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 8.0 cm abdominal aortic aneurysm. Proximal neck angulation of approximately 60 degrees. It was reported that, during the initial implant procedure, the graft was placed at the left renal artery. However, was lower on the right side of the aorta which resulted in a type ia endoleak. An endurant cuff was implanted. It was confirmed that the cuff fully resolved the endoleak. It was also reported that the patient was brought back to the or for an unrelated issues and the physician opted to implant 3 heli-fx endoanchors on the right side of the proximal aorta for extra support due to neck angulation. The physician stated that the cause of the event was due to neck angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the pre-implant films provided. Films during implant, post-implant, as well as during the intervention were not available for return. The in-vivo configuration of the stent grafts could not be assessed. Pre-implant films revealed that the patient had a severely angulated neck; the infrarenal neck measured ~90 deg in the rt-lt axis. The neck was also contained thrombus and areas of calcification. The common iliacs were also found to be tortuous and calcified; bilaterally. The take-off of the right common iliac was acutely angulated ~90 deg laterally. The likely cause of the proximal type I endoleak was anatomy related due to the severely angulated neck. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: coding updated to included fdc 24-off-label, unapproved or contraindicated use (neck angulation). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.